Event description:
The infusion pump was received at the svc facility with a note stating "flow rate is wrong". When co contacted the hosp, vague info was received that the pump was delivering more fluid than anticipated while being used clinically. No add'l specific info was received. The infusion rate and quantity of fluid involved are not known. No pt info was received. No pt injury was reported.